Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited shock impedance measurements out of range and noise oversensing on the right ventricular (rv) channel resulting in bradycardia pacing delivered when not required. Technical services (ts) provided troubleshooting options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.